Manufacturer narrative:
(B)(4) at the time of this report, the date of the event is unknown. (B)(6) information in section f provided by the manufacturer. Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted. Placeholder

Event description:
It was reported that the cord on the handpiece is damaged and the wires were exposed. It was reported that the colored plastic coverings are visible, not the metal wire. There was no patient involvement reported.